Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. UDI#: in the absence of a reported part number, the UDI cannot be calculated. Date of implant has been estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina, myocardial infarction and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: a randomized trial comparing the neovas sirolimus-eluting bioresorbable scaffold and metallic everolimus-eluting stents.

Event description:
The following information was reported through a research article titled: a randomized trial comparing the neovas sirolimus-eluting bioresorbable scaffold and metallic everolimus-eluting stents eligible patients with a single de novo native coronary artery lesion with a reference vessel diameter 2.5 to 3.75 mm and a lesion length of 20 mm were randomized 1:1 to a non-abbott bioresorbable scaffold group versus xience cobalt-chromium everolimus-eluting stents (cocr-ees) group. Angiographic follow-up was performed in all patients at 1 year which identified the following adverse events: myocardial infarction, restenosis, angina and revascularization. The primary endpoint was angiographic in-segment late loss (ll), and the major secondary endpoint was the rate of angina. Baseline and follow-up optical coherence tomography and fractional flow reserve were performed in a pre-specified subgroup of patients.